Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation to be related to the patient anatomical conditions and the reported treatment and patient effect to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the whisper guide wire was advanced in the patient anatomy, to the heavily calcified right coronary artery, without issue. The guide wire tip separated in the artery. An attempt was made to remove the separated portion with a snare device but it could not be removed, thus the separated tip was embedded in the artery wall with a stent. There was no clinically significant delay in the procedure. No additional information was provided.